Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned and is presumed yet implanted. A worldwide complaint database search found no other reported incidents against the provided product/lot combination since release for distribution. Review of provided patient x-rays found there were no postoperative images of the right knee to assist the investigation. The provided patient medical records stated the patient had advanced osteoporosis, which is known to have the symptoms of brittle bones and higher fracture rate. It is not known to what extent, if any, that issue may have contributed to the patient problems reported. From a medical perspective, based on the information available, it is unlikely that the complaint is product related. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause and no evidence found suggesting product error was a contributing factor to the reported event, a need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Clinical der states intraoperative bone fracture-femoral.